Event description:
Complaint was reported by the patient's atty., as a result of product implantation, patient has experienced pain, erosion, infections, dyspareunia and incontinence. Symptoms are reportable to mesh exposure in the vagina, an early complication and the possible causes are: inadequate vaginal suture, superficial application, vaginal atrophy and lack of vascularization, infection and previous vaginal surgery.